Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported that insulin squirted out during the manual prime. Troubleshooting was performed, and the drive support cap was protruding. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during the prime test and the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted. No keypad anomaly was observed.